Manufacturer narrative:
Reported event: an event regarding loosening involving a securfit shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: conclusion/assessment: no medical records were provided for review. No operative notes were provided for review. No serial x-rays were provided for review. Based on the pi report, a revision surgery was performed for "aseptic loosening". The index surgery was over 20 years prior. A single view x-ray shows a cup that is likely loose and may very well have changed position, but this is not confirmable. Event confirmation: the event a revision surgery cannot be confirmed without additional medical records. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to shell loosening. Conclusion/assessment: no medical records were provided for review. No operative notes were provided for review. No serial x-rays were provided for review. Based on the pi report, a revision surgery was performed for "aseptic loosening". The index surgery was over 20 years prior. A single view x-ray shows a cup that is likely loose and may very well have changed position, but this is not confirmable. Event confirmation: the event a revision surgery cannot be confirmed without additional medical records. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary surgery was performed (B)(6) 2002. Revision surgery was performed due to aseptic loosening. Update: securfit shell loosened.

Event description:
Primary surgery was performed (B)(6) 2002. Revision surgery was performed due to aseptic loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.